Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported the event described in section b5. Siemens evaluated the event and determined there was no evidence that the atellica ch 930 malfunctioned and no troubleshooting was required. The described leak originated from a corroded brass elbow in the laboratory floor drain. Siemens provided the customer with information related to the waste stream from the atellica ch 930 analyzer and disposal of hazardous and biohazardous wastes on atellica ch 930 analyzer. Siemens also reminded the customer to handle biohazardous material with personal protective equipment and observing universal precautions. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
The customer reported that the waste outputted from an atellica ch 930 analyzer corroded a brass elbow in the laboratory¿s floor and caused a leak from the drain onto the floor below. The liquid leaked onto one laboratory employee¿s head and another laboratory employee¿s eye. The employee washed their face with water and self-performed eye exposure first aid, respectively. They also followed the laboratory¿s routine protocol for blood borne pathogen exposure. The liquid also dripped onto two other employees' clothes. No medical attention beyond first aid was required. There are no known reports of adverse health consequences due to this incident.